Event description:
A (B)(6) male patient's wife contacted zoll on (B)(6) 2014 to report that the patient passed away. The patient's wife reported "the vest was beeping, released blue gel, and treated the patient twice before the patient passed." Review of the patient's ECG and downloaded data confirms the patient was treated once before passing.

Manufacturer narrative:
Device evaluation summary: review of the patient's ECG data reveals that a ventricular tachyarrhythmia was detected on (B)(6) 2014 at 18:35:23 at 138bpm. The rate was below the patient's programmed threshold of 150bpm, according to the patient's prescribed medical order. In addition, the arrhythmia lasted only 33 seconds before a non-treatable rhythm was detected. At 18:36:22, a ventricular fibrillation was detected with motion artifact on the front-back channel. However, the arrhythmia duration was 34 seconds, which was not long enough to deliver a treatment shock. The source of the motion artifact could not be determined, but it is possible that CPR was being administered. The patient's rhythm was transitioned to asystole with intermittent cardiac activity at 18:43:49. An appropriate treatment shock was delivered at 18:44:23 for vt/vf intermittent cardiac activity. The patient's post-shock rhythm was four qrs complexes which transitioned to asystole. The electrode belt was disconnected at 21;17:55. The patient was reported to have passed on (B)(6) 2014. Upon return of the electrode belt (sn (B)(4)), the trunk cable was pulled from the strain relief, damaged internal wires. It cannot be positively determined when the damage occurred, but it likely occured upon removal of the device, as the device was still capable of delivering an appropriate treatment shock during use.